Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a 75g/300ml albumin infusion at 200ml/hr was running on a pump in one room, then was switched to another pump in another room. Once completed, a 30ml normal saline flush at the same rate was administered and the tubing leaked. The patient was disconnected from the tubing. There was no patient harm.